Event description:
It was reported the patient set off a store alarm on new year¿s eve and they started to have pain at the right side of the implantable neurostimulator (ins). It was noted that the pain started the morning of this report. The reporter stated they came home and knew the patient programmer batteries were dead and it then came up with a warning sign. It was noted the patient changed the batteries in the programmer and got the warning screen. It was noted the patient described the ¿sync required¿ screen. It was further noted the patient had acute pain following exposure to a theft detect detector or security gate. It was noted the patient¿s ins was always on. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v591641, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v754192, implanted: (B)(6) 2011, product type: lead. (B)(4).